Manufacturer narrative:
(B)(4). The customer reported that the battery does not charge and the defibrillator does not work. The symptom was clarified as the device was about to be used and it did not switch on. No adverse pt impact was reported. The customer was informed that the device has been discontinued and is out of support, so it cannot be repaired. The customer indicated that they will scrap the device. We are considering this a malfunction but we cannot determine the cause because the device will not be repaired.

Event description:
The customer reported that the battery does not charge and the defibrillator does not work. The symptom was clarified as the device was about to be used and it did not switch on. No adverse pt impact was reported.